Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to the customer's blood glucose level. Technical support provided pump reset instructions and assisted the customer in resetting the pump, after which the malfunction code did not recur. The customer was informed they could continue using the pump and advised to call back if the issue persists.